Manufacturer narrative:
A ge service representative performed an on site investigation. The power cord was repaired during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported the system was shutting down without command. There were no reports of injury or death.